Event description:
Customer's mother called to say that her child needed to go to the ER in 2008 with elevated blood glucose levels (bg's). Her child had high bg's that ranged between 295-483 mg/dl and ketones. Customer's mother did not know to save the pods in question so she disposed of them. Her child was treated at the hospital and released a few hours later. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.